Event description:
It was reported that the customer's insulin pump alarmed with a compromised force sensor system error message. During troubleshooting, customer was advised to perform the rewind process and the alarm recurred. Customer's 151 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to loose drive support disk. Unable to confirm history anomaly due to a33 alarms. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker and cracked case near the display window corners noted during our visual inspection.